Event description:
It was reported that the patient had sought medical attention from the emergency medical services (ems) with hypoglycemia. The patient's blood glucose levels declined to 44 mg/dl while wearing the pod for an unknown duration. Symptoms reported include the patient being unresponsive. The patient was treated with unspecified intravenous fluids. The patient was discharged on the same day. The pod was removed prior to the ems assistance.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency medical services assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.